Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This report is being submitted to encompass patient identifier and lead implant date.

Event description:
It was reported that during a follow up evaluation, this right ventricular (rv) lead was noted to be dislodged. In addition, elevated capture thresholds and an impedance issue were observed. A lead revision was scheduled. Additional information is being requested from the field. At this time, this rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during a follow up evaluation, this right ventricular (rv) lead was noted to be dislodged. In addition, elevated capture thresholds and an impedance issue were observed. A lead revision was scheduled. Additional information is being requested from the field. At this time, this rv lead remains in service. No adverse patient effects were reported.